Manufacturer narrative:
The d4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps over-infused during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.